Event description:
The customer called to report that he was hospitalized for low blood glucose levels, with a reading of 13 mg/dl. The customer was on the floor, outside of his home when he was found by his neighbor. The customer stated that his blood glucose levels dropped due to too much exercise, along with taking apidra. The customer did not have the insulin pump with him to conduct any troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.